Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Additional code: hwc. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an initial open reduction internal fixation (orif) surgery at the ankle on (B)(6) 2016. The patient was implanted with the following: one (1) locking compression plate, two (2) 3.5mm cortex screws self-tapping 14mm, one (1) 3.5mm cortex screw self-tapping 16mm, one (1) 4.0mm cancellous bone screw fully threaded/24mm, one (1) 4.0mm cancellous bone screw fully threaded/18mm, two (2) 4.0mm cannulated screw long thread/44mm, one (1) washer 7.0mm. On an unknown date, the patient reported pain and dissatisfaction and x-rays were taken on unknown date which revealed a non-union and mal-union. The patient's ankle was angulated. Due to the patient having the non-union and mal-union. On (B)(6) 2016, a revision surgery was performed removing all intact hardware easily and revised the patient to a small fragment locking compression plate system. The revision surgery was successfully completed with no surgical delay. It was reported that the patient's outcome/status is stable. This report is 3 of 9 for (B)(4).